Event description:
It was reported that this implantable pacemaker entered in safety mode. Additionally, an attempt to interrogate the device was performed, however, it was not successful. Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Additionally, an attempt to interrogate the device was performed, however, it was not successful. Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Telemetry with the device could not be stablished. Evaluation of electrical signals revealed that there was no safety mode signal observed. Memory of the device was reviewed and no memory issues were observed, additionally, there were no suspicious faults or resets. The device was opened and internal visual inspection looked normal. Battery analysis revealed normal current drain and found depleted cell with no battery-related failure determined. Despite analysis, the root cause of the clinical observations could not be confirmed since no component failure could be observed.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Additionally, an attempt to interrogate the device was performed, however, it was not successful. Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported.